Event description:
On (B)(6): customer reports when the staff moved the table top laterally to the left, when they released the footswitch, the table top would move back to the right, centered. All other table movements functioned normally. All procedures have been completed. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.